Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. For investigation therefore, a physical examination could not be performed. The cause of the event could not be definitively determined with the limited information available. Based on the reported event, following ivl treatment during the initial procedure on (B)(6) 2022, the patient presented to the emergency room (ER) on (B)(6) 2022 with left knee pain where it was x-rayed and the patient subsequently discharged home. A couple of days later, the patient returned to the ER and underwent a computed tomography angiography (cta) to the chest, abdomen, and pelvis. It was found that there was extravasation of the left external iliac artery (eia) pseudoaneurysm. The site has reported a probable relationship to the device. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
Post btk ii study using a shockwave peripheral lithotripsy catheter, the patient presented to the emergency department (ed) due to several days of left knee pain. The staff took x-rays and was discharged to home. The patient returned to the ed and underwent a computed tomography angiography (cta) to the chest, abdomen, and pelvis. It was found that there was extravasation of the left external iliac artery (eia) pseudoaneurysm. The patient was provided 2.25 liters of intravenous fluids and 3 units of packed red blood cells (prbc) due to blood loss. The patient also started on levophed (norepinephrine bitartrate). As of this date (B)(6) 2022, the patient is still in the hospital.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information which was inadvertently left out during the submission of the initial report.

Event description:
Additional information was inadvertently left out in the initial report. It was also reported that the patient experienced cardiogenic shock related to acute blood loss/ anemia.